Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. As per part investigation, it was determined that the top drawer opened but exhibited sticking, and an audible grinding noise was noted as it reached full extension. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the report of the drawer rails damaged was confirmed by fse. According to work order (B)(4) the fse checked the drawer. Remove cubies, replaced the drawer, assigned new drawer, added cubies and verified working. Laboratory inspection does not find obvious physical damage, deformation, or contamination was observed on the drawer housing, latch mechanism, or connector interface. Laboratory testing found that the top drawer has missing the left bumper stop and bearing retainer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause for the reported drawer rails damaged was identified and attributed to a missing bumper stop and inner bearing retainer.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.1 had damaged rails. A field service engineer removed the cubies, replaced drawer and added the cubies to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.